Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the merlin programmer exhibited a diagnostics anomaly. It provided an overestimate of battery longevity. No intervention was performed and patient was being monitored. No patient symptoms were reported.